Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned for analysis. The returned psu has scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .442mm with a passing threshold of .250mm. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, camera refurb 9735821r vega base s8 svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up they received localizer faulted message in the application. While troubleshooting the network device interface (ndi) toolbox displayed bump and internal temp were triggered and complementary metal oxide semiconductor (cmos) battery was at fault. There was no patient involvement.